Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine 0.5 mg/ml at a dose of 60 mg per day since (B)(6) of 2015 via an implantable pump for spinal pain. It was reported the patient came in to see their hcp on (B)(6) 2015 for possible sign of infection near their surgery incision. In terms of diagnostics related to the infection, the hcp performed a physical exam. The hcp gave the patient oral antibiotics and I<(>&<)>d (incision and drainage) of furuncle at the edge of their incision occurred. The infection was indicated to be a superficial dermal infection. There was no growth on a culture it was noted. The patient came back to see the hcp on (B)(6) 2015 and at that time were doing fine with no fever or any other signs or symptoms of infection. No other details were provided. The patient was noted to be a current smoker, who had hypertension and depression. They had allergies to latex and tizanidine. There were no other medications that the patient was taking at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.